Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder turned off. The customer instructed the patient to remove the recorder from the case and to press the power button to turn it back on. After the patient returned to the office, an attempt was made to upload the study but and efface error kept prompting. The customer was informed that this meant that there were no data on the in the recorder. They were also informed that the study and the calibration data were cleared and will be unable to continue with the study. The power button on the recorder was damaged. The recorder worked correctly on the previous procedure. A repeat procedure will be necessary. There was no user or patient harm.